Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding section manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Damaged trailing haptic after implantation. Disrupted haptic during the implantation product replaced with another lens immediately during surgery; patient health not impacted.

Event description:
Damaged trailing haptic after implantation. Disrupted haptic during the implantation. Product replaced with another lens immediately during surgery; patient health not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device available: corrected to yes. H3 - device evaluated: corrected to yes. Additional information: d9 - added date returned product was received by manufacturer. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was completely ejected out. Trailing haptic was separated at the tip and haptic piece was found inside around the slider tip in the injector. The slider was completely advanced until it stopped. The rod was completely advanced and was deformed. Trace of lubricant (hpmc) was found inside the injector. If hpmc is used as lubricant, excessive resistance might occur compared to using sodium hyaluronate ovd - and the haptic could be separated. Per the IFU precautions, the hoya isert® lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 150). In addition, research in our complaint database for the same production lot indicated there were not any other complaints reported. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.